Manufacturer narrative:
While no injury was reported for this event, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a flexofile readysteel broke. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The right batch number being unknown, DHR cannot be reviewed.